Manufacturer narrative:
Thermogard xp ivtm system s/n tgxp10330 was returned to zoll for evaluation. Visual inspection of the returned system found the seal rocker switch to be missing, the casters to be loose, minor scratches on the case, glycol to be spilled inside the pump raceway and system case, and the cooling engine to be leaking. Review of the event log found multiple tcmid: 06 errors. The system failed initial functional testing, as a tcmid:06 error occurred. The customer's reported complaint of the system not cooling the patient was confirmed through review of the event log, and also functional testing of the system. The cooling engine and pic-hsg were replaced, remedying the customer's reported complaint. The system underwent and passed all final functional testing.

Event description:
It was reported that the thermogard xp console did not cool the patient. A replacement device was used to complete the therapy. No adverse patient sequelae was reported. No further information was provided.